Event description:
It was reported that this artificial urinary sphincter (aus) was explanted due to erosion and continued incontinence. A new aus was not implanted. No additional patient complications were reported.